Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The blue split protective cannula was not returned. T1, t2 were returned still within the needle track. Suture was attached, had been disrupted and looped. Removal of the depth limiter may disrupt the suture packing. The depth limiter was not returned. The needle was visibly bowed toward the right. The blue-green inner sheath was quite distorted. This symptom is consistent with tissue resistance from probing. It indicates difficulty with locating an optimum anchoring location. The distal tip curve of the needle was exaggerated. This product requires user controlled actions to physically advance, position and strip the anchors off the needle. There is no automatic deployment mechanism or deployment. Neither t1 nor t2 were positioned fully forward upon return. Once the actuator lever was pushed forward, t1 and t2 positioned properly and were stripped off successfully. The needle was found bent toward the left and upward. It was also bowed. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. No mechanical issue was found; the manual actuator was found functional. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the ultra fast fix t2 did not triggered. T1 was left secured in the patient. The needle was not bent. No patient injury or significant delay were reported. Back up device was available.

Event description:
It was reported that the ultra fast fix t2 did not triggered. No patient injury or significant delay were reported. Back up device was available.